Manufacturer narrative:
(B)(4). This was a failure out of box (foob).

Event description:
It was reported that the ht70 plus ventilator had internal battery failure. The ventilator was not in use on a patient at the time of the reported event.